Manufacturer narrative:
A trend analysis of the complaint history for this product line was conducted. The analysis confirmed that this is the sole complaint associated with the specific lot and sku combination in question. A comprehensive review of the device history record (DHR) was performed, and the documentation was found to be complete and accurate, with no deviations noted. The sample was not saved for return to the manufacturer. The root cause of this reported issue cannot be determined.

Event description:
It was reported that because the cheek barrier pads on the hollister anchorfast were not as sticky, the ett migrated out and the patient was at risk for losing breathing tube.